Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the biometric identifier login was delayed. A technical support specialist (tss) transferred the file (B)(4) lumidigm update package 1.3.0.10 to the d drive, dialed into the station, and logged in as care fusion admin. The existing lumidigm device service was uninstalled via programs and features, after which the installation files were extracted and installed following the guidelines in knowledge article¿ bioid lumidigm update package 1.3 release for es ¿ failure recovery fix¿. The station was then rebooted, and user successfully tested biometric identifier login with no delay. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio ID login was delayed. However, there were no delay to patient care and adverse events or injuries reported based on this incident.